Manufacturer narrative:
The investigation into the delivery issues and the access site bleeding - major issue has been completed since the original report was submitted. The device was not returned for investigation. The root cause of the delivery issue was most likely patient condition related, as the impella was unable to advance through axillary artery to the aorta into the left ventricle as per the clinical description. The root cause of the access site bleeding issue was not determined since product was not returned and sufficient information is not provided in the clinical description. D6a, d6b.

Event description:
The user facility reported a 77-year-old male with cardiomyopathy was to be implanted with an impella 5.5 for mechanical circulatory support. The attempted impella 5.5 insertion was unsuccessful. The impella 5.5 was able to be advanced through the sheath without issues but impella 5.5 was unable to be advanced through the axillary artery to the aorta into the left ventricle due to the patient¿s anatomy. Multiple attempts were made to try to advance the impella, but they were unsuccessful. The patient required three units of packed red blood cells. The patient was to be expedited for left ventricle assist device.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. H(10) was inadvertently left blank on previous manufacture device report and was added.